Manufacturer narrative:
(B)(4). Service technician was unable to verify customer reported complaint that states, "reported constant spo2 error alarm" during bench testing. Technician have made several of tests and no anomalies were found. Process ventilator through service to meet all factory specifications.

Event description:
It was reported to vyaire medical that the revel ventilator constantly alarmed spo2 (oxygen saturation). At this time, there is no information regarding patient involvement associated with the reported event.